Event description:
It was reported that (6) devices were used during a laparoscopic sigma. It was reported by the affiliate that the lcs6s shears malfunctioned (no details). Another device was used to complete the case. There was no consequence to the pt.